Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an esophagogastroduodenoscopy (egd) at an unknown anatomy location.

Event description:
Note: this report pertains to the two of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown. During the procedure, upon removing the outer sheath, the clip fell off from catheter. Another of the same resolution clip was used and the same problem occurred. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an esophagogastroduodenoscopy (egd) at an unknown anatomy location. Block h10: investigation results the returned resolution clip was analyzed, and a visual evaluation noted that the device returned without its oversheath, just with a portion accordioned next to the bushing. The device returned without the clip assembly and with evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. The reported event of clip premature deployment was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the sheath was withdrawn from the device prior to the procedure. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip". This is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as it was reported that the over-sheath was completely removed from the device which is not describe in the instructions for use.

Event description:
Note: this report pertains to the two of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown. During the procedure, upon removing the outer sheath, the clip fell off from catheter. Another of the same resolution clip was used and the same problem occurred. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.